Manufacturer narrative:
Upon receipt of customer complaint, relevant departments were organized for the investigation, investigation results are provided below: on (B)(6) 2024 5 pcs of gauge 30g*1/2" from lot no. Ckdc10-01 were sampled from retained products for patency of lumen test as per iso 7864:2016 requirements using a stylet of 0.11 outer diameter, which meet the standard. 5 pcs were tested for simulated injection fluid preparation when assembled with luer slip syringe, no abnormality was found. And after reviewing of product records and finished product inspection report, no abnormality was found related to the production technique or process. Based on the abovementioned investigations, this case is rare and since no exact product was returned, it is suggested to send back the concerned product for further investigation. Detailed internal report (B)(4) could be provided upon request.

Event description:
The customer claims that the needles are not dispensing medication properly, the needles seemed to be clogged.